Event description:
I am a chiropractor and purchased a spinemed table in 2006. This table is marketed to be an alternative to having back surgery for those individuals suffering from herniated discs, spinal stenosis, facet syndrome, and other degenerative spinal conditions. After having approx 15 people on the table and getting a moderately successful response from only one pt, I was concerned and called the co to ask if they would send a tech to my office to determine if I was doing something wrong or if the table was defective. The co's solution was to have me go to another individual's office to watch them set up a pt and do the procedure. I find this solution to the problem disturbing and useless. I have since spoken with other spinemed table owners and have found that my experience with the table is not uncommon. More often than not most practitioners that I spoke to are not satisfied with the pt response to being on the table. Very few people are getting better.